Manufacturer narrative:
Verified fluid ingress through the centrifuge rim and covering the power supply, and ac line filter. There was dried blood in the drain tubes but was unable to confirm deployment of spill bag.

Event description:
A customer called on (B)(6) 2011 to report a blood spill on the device. No pt or operator injury was reported.